Manufacturer narrative:
(B)(4). The customer indicated that the date of event occurred from (B)(6) 2015 to (B)(6) 2015. Implant date: unknown. Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer experienced some issues with different pcb00 in different dates from (B)(6) 2015 to (B)(6) 2015. The distal loop was opened in an advanced position at the moment of the insertion and slightly out of its cartridge, for this reason the surgeon is constrained to more complicated proceedings like re-loading the lens in another inserter. All lenses have been implanted, but the surgeon was not happy to losing time about 4/5 minute delay in the procedure. There was no patient injury reported and no secondary surgery or medical intervention required. No further information was provided. Note: the customer experienced issues with two preloaded insertion systems. Both medwatch reports will be filed separately for each serial number. This report is for serial number (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Therefore, a visual inspection could not be performed and the reported complaint cannot be confirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
On december 1, 2015, two (2) patients¿ gender and dates of birth were provided by the customer but it is unknown which date of birth and gender applies to this report. (B)(6). All pertinent information available to abbott medical optics has been submitted.